Event description:
Doctor was unable to access the implanted pump because the patient had a thick fascial wall. A revision of the pocket was performed and the pocket was defatted and the catheter was found to be occluded. The pump and its catheter were explanted.